Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed color bars when plugged in and no image. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, h6 - component code is being corrected to " 841 - imager". In speaking with olympus technical assistance center (tac), the customer did not have any other scopes of video processors to use for troubleshooting. Tac had the customer power off the video processor, unplug the scope, re-plug the scope in, and then power the video processor on. There was an image present with no color bars. When the customer moved the scope connector, the live image went black. The patient ID text was still showing. Tac suggest the customer send the device for repair. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of color bars when the scope plugged in was not confirmed. Additionally, no image was found during device evaluation. Based on the results of the investigation, the cause of the color bars was not identified. The black screen was likely caused by a communication error with the scope because some kind of adhesive was adhered to the video connector pins. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.